Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 8085678. All inspections and challenges were performed per the applicable operations qc specifications. There were four (4) notifications [200748705, 200748704, 200748618, 200748534] noted that did not pertain to the complaint. Based on the samples/photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned.

Event description:
It was reported that a needle of relion insulin syringe was broken during use. There was no report of injury, medical intervention, or blood exposure.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle of relion¿ insulin syringe was broken during use. There was no report of injury, medical intervention, or blood exposure.

Event description:
It was reported that a needle of relion¿ insulin syringe was broken during use. There was no report of injury, medical intervention, or blood exposure.

Manufacturer narrative:
Customer returned (1) loose 1/2cc, 8mm syringe. Customer states that the syringe is cracked. The returned syringe was examined and exhibited a piece of the barrel broken off ranging from the 45 unit marking to the flange. A review of the device history record was completed for batch# 8085678. All inspections and challenges were performed per the applicable operations qc specifications. There were four (4) notifications [(B)(4)] noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no CAPA is required at this time. Possible root causes: 1.defect could have occurred at the prep dial of the metro assembly machine loss of back pressure on the in-feed rail may cause the barrel to become pinched at the rail / prep dial junction. The trip gate eye sensor should detect low rail conditions and activate the trip gate to prevent the barrels from being loaded into the prep dial and possibly jamming at that location. 2.infeed dial at barrel printers. 3.loss of back pressure at infeed rail also at form fill & seal.